Event description:
Patient was at home when the frame on this ct7a cracked on both sides where the seat upholstery attaches to frame at bolt holes. Dealer has not seen the chair yet, but is sending photos of frame break. No injury reported.